Event description:
Underwnet a left proximal femoral hemiarthroplasty. Methyl methacrylate was mixed & inserted into the canal, the components compacted & excess cement trimmed. Did not experience significant hyoptension or down to 02 inturation at time of insertion. Approx. 30 min. After insertion @ end of proc. EKG changes noted & became unresponsive. Transported to sicu - even fually neuro. Did begin to respond verbally & has some movement in extremities.